Event description:
It was reported that when placing the peel away/dilator over the swg into the pt's vessel, the peel away buckled back on itself, causing it to become jagged and unsafe for use. As a result, the peel away was not used. Instead, a new kit was opened and used without issue. There were no reported delays, death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4).